Event description:
The account stated that the mattress has signs of fluid ingress inside of the treatment mattress. When they opened the mattress, they saw staining inside the mattress but no signs of any moisture, damaged, or cuts.

Manufacturer narrative:
Repairs have not been completed.